Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve via the femoral artery, a descending thoracic aortic dissection was noted which required surgical intervention. It is unknown what caused the dissection. The valve rem ains implanted and functioning normally. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.